Manufacturer narrative:
The lens was not returned for evaluation. A retain sample from the same lot (7457711) was dimensionally inspected. All dimensional measurements were found to be within specifications. The device history record was reviewed and no nonconformities or anomalies related to this complaint were found. Based on the current information received, a definitive root cause of the reported event could not be determined.

Event description:
Additional information: it was reported that the vault was first observed (B)(6) 2015. Post op issue included optic capture after anterior capsule notch, second yag performed to open central posterior capsule. Anterior capsule notch with yag was performed to treat the vault. The lens was explanted (B)(6) 2015.

Event description:
It was reported that after doctor performed anterior capsule notch to treat mild hyperopia (+0.50), the pt returned within 2 weeks with a myopic shift (20/60 dvasc mr - 2.25+0.25x180 20/20). The pt was scheduled to return in 2 weeks for yag posterior capsulotomy. In the physician's opinion, lens vault is the most likely cause of the refractive error. This event occurred with the pt's right eye.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.